Event description:
It was reported that the patient started experiencing worsening pain. During a refill, approximately 4 ml was expected but other 24 ml were aspirated from the pump. The side port was accessed but no cerebrospinal fluid (csf) was able to be aspirated. The physician suspected there was a catheter kink and occlusion. A dye study and x-rays were performed. It was noted that a replacement surgery was scheduled for 2014 (B)(6). The catheter was found to have been kinked in the spine pocket just below the anchor. The physician cut off the anchor, cut out 4 cm of catheter around the kink and reconnected it with a collet set from a spine segment revision kit and new anchor from that kit. No new catheter had been placed. After closing the pocket, good flow was confirmed via aspiration of 2 ml from the catheter access port (cap). The patient was put on a reduced dosage after the revision. Two hours after the case, the patient was doing well and reported improved pain relief. The patient's pump was intended to infuse dilaudid.

Manufacturer narrative:
Product ID 8780, serial# (B)(4), implanted: 2014 (B)(6); product type catheter product ID 8835, serial# (B)(4); product type programmer, patient. (B)(4).